Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was also noted that other programmable polarities have induced some degree of phrenic nerve stimulation based on historical patient follow up. Troubleshoot efforts with programming was performed, but the physician decided not to attempt to reprogram the lv lead pace polarity from the current electrode position due to the patient¿s ejection fraction increasing over the years. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.